Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture with plunger removal¿ was confirmed as a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide devices referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with a proglide device using the pre-close technique via an 8f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, there was no suture with plunger removal. Five other proglide devices were attempted with the same result. One proglide suture was successfully preplaced. The sheath was upsized to 16f and the evar procedure was completed. Hemostasis was achieved with the one pre-placed proglide suture and a non-abbott device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.